Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had power the previous night but there was no power to the pump in the morning. The reporter stated that the power would not come back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: there was no evidence of power issues recorded in the pump¿s black box. The pump battery compartment and cap appeared to be intact with no evidence of wear or corrosion. During testing, the pump powered on to the verify screen without difficulty. The rewind, load, and prime steps were performed and the pump was exercised for 24 hours without power issues. The battery cap was slowly loosened one turn without power loss duplicated. The battery cap was tested and confirmed that the contacts were within specifications. The pump was opened and no damage of defects were found to the power circuit.